Event description:
Affiliate reported that overdrainage was noted and the doctor tried to add a siphon guard. The doctor noted that the fluid did not flow through the device. As a result the valve was replaced.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.